Manufacturer narrative:
Per the tandem user guide: "manual bolus and automatic correction bolus: if you deliver a manual bolus, control-iq technology will not be able to deliver an automatic correction bolus until 60 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose of (bg) of 504 mg/dl. Reportedly, the customer believed the control iq feature would deliver a correction bolus, however the customer entered correction boluses manually, overriding the control iq function. Bg was addressed via a correction bolus. Recommendation was made to consult with healthcare provider regarding diabetes management